Event description:
It was reported that the pt did not experience therapeutic effect while stimulation was turned on. The pt had the device for 6 weeks and stated that she had tried all the programs and levels and was still waking up 2-3 times a night soaked. Add'l info received from the hcp reported that the pt had therapeutic effect, and a pt fall was the cause of the loss of effect. The hcp also diagnosed a urinary tract infection.

Manufacturer narrative:
(B)(4).